Event description:
It was reported episodes of undersensing were observed on the device. The device was reprogrammed, but the patient later presented with a sinus tachycardia. No further intervention was performed at this time. The patient was stable and will continue to be monitored.